Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's in-line filter, blower assembly, muffler assembly and machine flow sensor were replaced to address the issue. There was evidence of dust and dirt contamination.

Manufacturer narrative:
H3 other text : third-party service center.